Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sub total gastrectomy procedure, on the second firing when resecting the tissue, the device stopped firing halfway, and the display showed excessive force limit. To resolve the issue they used another device to perform resection. The surgical time was extended by less than 30 min. There was no patient injury.